Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic pelvic pain/pelvic cramps') and device breakage ('left device breaks during extraction/the left broken in 2 pieces'). In a female patient in her forties who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included: smoker ((B)(6) cigarettes a day/a pack a day), multigravida, parity 2, abortion and knee operation. No known allergies. Previously administered products, included for an unreported indication: oral contraceptive and lorazepam. Family history included: type 1 diabetes mellitus (mother) and meningitis (mother). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient experienced amenorrhoea ("absent periods/amenorrhea"). On 15-may-2019, the patient experienced device breakage (seriousness criterion medically significant), complication of device removal ("complication of device removal") and palatal oedema ("post-intubation uvula edema"), (B)(6) years (B)(6) month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("abdominal inflammation"), abdominal distension ("abdominal enlargement"), pruritus ("skin itching"), insomnia ("insomnia"), gingival pain ("gum pain"), headache ("headache"), anxiety ("anxiety"), abdominal pain ("abdominal pain"), hemianaesthesia ("numbness in the right side of the temple"), myalgia ("stitches when walking"), swelling ("swelling"), adenomyosis ("uterus with adenomyotic appearance"), pelvic congestion ("bilateral pelvic venous congestion"), bladder fibrosis ("bladder fold surface of fibrous appearance") and genital haemorrhage ("scant spotting"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with monopolar electrocoagulation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, inflammation, abdominal distension, pruritus, insomnia, gingival pain, headache, anxiety, abdominal pain, amenorrhoea, hemianaesthesia, myalgia, swelling, complication of device removal, adenomyosis, pelvic congestion, bladder fibrosis, palatal oedema and genital haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, amenorrhoea, anxiety, bladder fibrosis, complication of device removal, device breakage, genital haemorrhage, gingival pain, headache, hemianaesthesia, inflammation, insomnia, myalgia, palatal oedema, pelvic congestion, pelvic pain, pruritus and swelling to be related to essure. The reporter commented: essure was completely removed. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test: on (B)(6) 2014, negative; ultrasound scan: on (B)(6) 2014, uterus in anteversoflexion position with linear endometrium. Normal ovaries, no free fluid; on (B)(6) 2019, genitals of normal appearance. Essures in normal position. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / pelvic cramps') and device breakage ('left device breaks during extraction / the left broken in 2 pieces') in a female patient in her forties who had essure (batch no. B40026) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included smoker (20 cigarettes a day / a pack a day), multigravida, parity 2, abortion and knee operation. No known allergies. Previously administered products included for an unreported indication: oral contraceptive and lorazepam. Family history included type 1 diabetes mellitus (mother) and meningitis (mother). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2018, the patient experienced amenorrhoea ("absent periods / amenorrhea"). On (B)(6) 2019, the patient experienced device breakage (seriousness criterion medically significant), complication of device removal ("complication of device removal") and palatal oedema ("post-intubation uvula edema"), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("abdominal inflammation"), abdominal distension ("abdominal enlargement"), pruritus ("skin itching"), insomnia ("insomnia"), gingival pain ("gum pain"), headache ("headache"), anxiety ("anxiety"), abdominal pain ("abdominal pain"), hemianaesthesia ("numbness in the right side of the temple"), myalgia ("stitches when walking"), swelling ("swelling"), adenomyosis ("uterus with adenomyotic appearance"), pelvic congestion ("bilateral pelvic venous congestion"), bladder fibrosis ("bladder fold surface of fibrous appearance") and genital haemorrhage ("scant spotting"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with monopolar electrocoagulation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, inflammation, abdominal distension, pruritus, insomnia, gingival pain, headache, anxiety, abdominal pain, amenorrhoea, hemianaesthesia, myalgia, swelling, complication of device removal, adenomyosis, pelvic congestion, bladder fibrosis, palatal oedema and genital haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, amenorrhoea, anxiety, bladder fibrosis, complication of device removal, device breakage, genital haemorrhage, gingival pain, headache, hemianaesthesia, inflammation, insomnia, myalgia, palatal oedema, pelvic congestion, pelvic pain, pruritus and swelling to be related to essure. The reporter commented: date of essure implanted was discrepancy it was reported two dates (B)(6) 2014 and (B)(6) 2014. Left device breaks during extraction, but the extraction is complete. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2014: negative. Ultrasound scan - on (B)(6) 2014: uterus in anteversoflexion position with linear endometrium. Normal ovaries no free fluid; in (B)(6) 2014: ultrasound was unremarkable; on (B)(6) 2019: genitals of normal appearance. Essures in normal position. X-ray - in (B)(6) 2014: x-ray was unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2021: reporter other was updated, lab data and batch number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / pelvic cramps') and device breakage ('left device breaks during extraction / the left broken in 2 pieces') in a female patient in her forties who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included smoker (20 cigarettes a day / a pack a day), multigravida, parity 2, abortion and knee operation. No known allergies. Previously administered products included for an unreported indication: oral contraceptive and lorazepam. Family history included type 1 diabetes mellitus (mother) and meningitis (mother). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2018, the patient experienced amenorrhoea ("absent periods / amenorrhea"). On (B)(6) 2019, the patient experienced device breakage (seriousness criterion medically significant), complication of device removal ("complication of device removal ") and palatal oedema ("bladder fold surface of fibrous appearance"), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("abdominal inflammation"), abdominal distension ("abdominal enlargement"), pruritus ("skin itching"), insomnia ("insomnia "), gingival pain ("gum pain "), headache ("headache "), anxiety ("anxiety"), abdominal pain ("abdominal pain "), hypoaesthesia ("numbness in the right side of the temple"), myalgia ("stitches when walking"), swelling ("swelling "), adenomyosis ("uterus with adenomyotic appearance "), pelvic congestion ("bilateral pelvic venous congestion"), bladder fibrosis ("bladder fold surface of fibrous appearance") and genital haemorrhage ("scant spotting"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with monopolar electrocoagulation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, inflammation, abdominal distension, pruritus, insomnia, gingival pain, headache, anxiety, abdominal pain, amenorrhoea, hypoaesthesia, myalgia, swelling, complication of device removal, adenomyosis, pelvic congestion, bladder fibrosis, palatal oedema and genital haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, amenorrhoea, anxiety, bladder fibrosis, complication of device removal, device breakage, genital haemorrhage, gingival pain, headache, hypoaesthesia, inflammation, insomnia, myalgia, palatal oedema, pelvic congestion, pelvic pain, pruritus and swelling to be related to essure. The reporter commented: essure was completely removed. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test on (B)(6) 2014: negative. Ultrasound scan on (B)(6) 2014: uterus in anteversoflexion position with linear endometrium. Normal ovaries. No free fluid; on (B)(6) 2019: genitals of normal appearance. Essures in normal position. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / pelvic cramps') and device breakage ('left device breaks during extraction / the left broken in 2 pieces') in a female patient in her forties who had essure (batch no. B40026- not valid) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device removal "complication of device removal" on (B)(6) 2019. The patient's medical history included smoker (20 cigarettes a day / a pack a day), multigravida, parity 2, abortion and knee operation. No known allergies. Previously administered products included for an unreported indication: oral contraceptive and lorazepam. Family history included type 1 diabetes mellitus (mother) and meningitis (mother). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2018, the patient experienced amenorrhoea ("absent periods / amenorrhea"). On (B)(6) 2019, the patient experienced device breakage (seriousness criterion medically significant) and palatal oedema ("post-intubation uvula edema"), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("abdominal inflammation"), abdominal distension ("abdominal enlargement / abdominal swelling"), pruritus ("skin itching"), insomnia ("insomnia"), gingival pain ("gum pain"), headache ("headache"), anxiety ("anxiety"), abdominal pain ("abdominal pain"), hemianaesthesia ("numbness in the right side of the temple"), myalgia ("stitches when walking"), swelling ("swelling"), adenomyosis ("uterus with adenomyotic appearance"), pelvic congestion ("bilateral pelvic venous congestion"), bladder fibrosis ("bladder fold surface of fibrous appearance"), genital haemorrhage ("scant spotting") and hypoaesthesia ("numbness on the right temple"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with monopolar electrocoagulation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, inflammation, abdominal distension, pruritus, insomnia, gingival pain, headache, anxiety, abdominal pain, amenorrhoea, hemianaesthesia, myalgia, swelling, adenomyosis, pelvic congestion, bladder fibrosis, palatal oedema and genital haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, amenorrhoea, anxiety, bladder fibrosis, device breakage, genital haemorrhage, gingival pain, headache, hemianaesthesia, inflammation, insomnia, myalgia, palatal oedema, pelvic congestion, pelvic pain, pruritus and swelling to be related to essure. No further causality assessment were provided for the product. The reporter commented: date of essure implanted was discrepancy it was reported two dates (B)(6) 2014 and (B)(6) 2014. Left device breaks during extraction, but the extraction is complete. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2014: negative. Ultrasound scan - on (B)(6) 2014: uterus in anteversoflexion position with linear endometrium. Normal ovaries no free fluid; in (B)(6) 2014: ultrasound was unremarkable; on (B)(6) 2019: genitals of normal appearance. Essures in normal position. X-ray - in (B)(6) 2014: x-ray was unremarkable. Lot number b40026 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2022: reporter information and reference section updated . Event-numbness added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / pelvic cramps') and device breakage ('left device breaks during extraction / the left broken in 2 pieces') in a female patient in her forties who had essure (batch no. B40026- not valid) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included smoker (20 cigarettes a day / a pack a day), multigravida, parity 2, abortion and knee operation. No known allergies. Previously administered products included for an unreported indication: lorazepam and oral contraceptive. Family history included type 1 diabetes mellitus (mother) and meningitis (mother). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2018, the patient experienced amenorrhoea ("absent periods / amenorrhea"). On (B)(6) 2019, the patient experienced device breakage (seriousness criterion medically significant), complication of device removal ("complication of device removal") and palatal oedema ("post-intubation uvula edema"), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("abdominal inflammation"), abdominal distension ("abdominal enlargement"), pruritus ("skin itching"), insomnia ("insomnia"), gingival pain ("gum pain"), headache ("headache"), anxiety ("anxiety"), abdominal pain ("abdominal pain"), hemianaesthesia ("numbness in the right side of the temple"), myalgia ("stitches when walking"), swelling ("swelling"), adenomyosis ("uterus with adenomyotic appearance"), pelvic congestion ("bilateral pelvic venous congestion"), bladder fibrosis ("bladder fold surface of fibrous appearance") and genital haemorrhage ("scant spotting"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with monopolar electrocoagulation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, inflammation, abdominal distension, pruritus, insomnia, gingival pain, headache, anxiety, abdominal pain, amenorrhoea, hemianaesthesia, myalgia, swelling, complication of device removal, adenomyosis, pelvic congestion, bladder fibrosis, palatal oedema and genital haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, amenorrhoea, anxiety, bladder fibrosis, complication of device removal, device breakage, genital haemorrhage, gingival pain, headache, hemianaesthesia, inflammation, insomnia, myalgia, palatal oedema, pelvic congestion, pelvic pain, pruritus and swelling to be related to essure. The reporter commented: date of essure implanted was discrepancy it was reported two dates (B)(6) 2014 left device breaks during extraction, but the extraction is complete. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2014: negative. Ultrasound scan - on (B)(6) 2014: uterus in anteversoflexion position with linear endometrium. Normal ovaries no free fluid; in (B)(6) 2014: ultrasound was unremarkable; on (B)(6) 2019: genitals of normal appearance. Essures in normal position. X-ray - in (B)(6) 2014: x-ray was unremarkable. Lot number b40026 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2021: no new clinical information received, update to imdrf/FDA codes only. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / pelvic cramps') and device breakage ('left device breaks during extraction / the left broken in 2 pieces') in a female patient in her forties who had essure (batch no. B40026- not valid) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included smoker (20 cigarettes a day / a pack a day), multigravida, parity 2, abortion and knee operation. No known allergies. Previously administered products included for an unreported indication: oral contraceptive and lorazepam. Family history included type 1 diabetes mellitus (mother) and meningitis (mother). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2018, the patient experienced amenorrhoea ("absent periods / amenorrhea"). On (B)(6) 2019, the patient experienced device breakage (seriousness criterion medically significant), complication of device removal ("complication of device removal") and palatal oedema ("post-intubation uvula edema"), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("abdominal inflammation"), abdominal distension ("abdominal enlargement"), pruritus ("skin itching"), insomnia ("insomnia"), gingival pain ("gum pain"), headache ("headache"), anxiety ("anxiety"), abdominal pain ("abdominal pain"), hemianaesthesia ("numbness in the right side of the temple"), myalgia ("stitches when walking"), swelling ("swelling"), adenomyosis ("uterus with adenomyotic appearance"), pelvic congestion ("bilateral pelvic venous congestion"), bladder fibrosis ("bladder fold surface of fibrous appearance") and genital haemorrhage ("scant spotting"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with monopolar electrocoagulation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, inflammation, abdominal distension, pruritus, insomnia, gingival pain, headache, anxiety, abdominal pain, amenorrhoea, hemianaesthesia, myalgia, swelling, complication of device removal, adenomyosis, pelvic congestion, bladder fibrosis, palatal oedema and genital haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, amenorrhoea, anxiety, bladder fibrosis, complication of device removal, device breakage, genital haemorrhage, gingival pain, headache, hemianaesthesia, inflammation, insomnia, myalgia, palatal oedema, pelvic congestion, pelvic pain, pruritus and swelling to be related to essure. The reporter commented: date of essure implanted was discrepancy it was reported two dates (B)(6) 2014 and (B)(6) 2014 left device breaks during extraction, but the extraction is complete. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2014: negative. Ultrasound scan - on (B)(6) 2014: uterus in anteversoflexion position with linear endometrium. Normal ovaries no free fluid; in (B)(6) 2014: ultrasound was unremarkable; on (B)(6) 2019: genitals of normal appearance. Essures in normal position. X-ray - in (B)(6) 2014: x-ray was unremarkable. Lot number b40026 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.